Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead received 17 inappropriate shocks and was admitted to the hospital. Evaluation of the system revealed that the lead had dislodged which caused oversensing of the atrial events. The lead dislodgement was atributed to twiddler's syndrome.